Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: lifted tab in pcb. The reported event of corrosion on the 14v battery contacts was confirmed. There was no log file submitted for review. The 14v battery, serial (B)(4), returned without the ability to be charged in the ubc. The battery was connected to a maccor system to go through a charge/discharge cycle. It passed maccor testing due to having redundant contacts. The pack was milled open to examine the internal circuitry. Visual inspection of the pcb revealed a lifted tab on j7 that prevented the battery from being able to charge. The 14v battery was hooked up to a mock loop, system controller, and battery clips. The battery was not able to provide power to the system controller. The corrosion on the contacts did not affect the functionality of the battery. The 14v battery supplier greatbatch was notified of the lifted tab and conducted further evaluation. Greatbatch confirmed that the lifted tab would have been identified during the assembly process, also provided a certificate of conformance for (B)(4). A quality alert for the cold solder joint was initiated and manufacturing personnel went through an awareness training for the event. A root cause for the observed corrosion on the terminals was not conclusively determined through this analysis. The root cause of the lifted tab was determined to be a soldering issue that occurred during the manufacturing process of the battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. H) section 3-powering the system and heartmate ii patient handbook (rev. G) section 3-powering the system explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was unusual corrosion on the patient's battery terminals. The patient's battery clips appeared intact and did look the same as his batteries. The patient's universal battery charger (ubc) is also going to be returned in case it is the cause of corrosion on the batteries. Upon investigation of the returned battery, printed circuit board (pcb) damage was found.